Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result, olympus medical systems corp. (Omsc) assumed that the reported event was caused by past repair mistakes. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at the service department of olympus (B)(4) and found followings; it was confirmed that the washer was used in combination with the screws used for the control body and side cover. The light guide lens was missing. The drainage of the objective lens was bad. The adhesive on the bending section rubber was worn. The insertion tube was damaged. There was dirt on the control body. The connector was damaged. The angle of the bending section could not be manipulated. Repair history confirms that the device was last repaired on july 16, 2020. At that time, it was reported that suction was blocked. Olympus made minor repairs and returned it to the customer. Olympus (B)(4) assumed that the extra washer was possibly left in the control body during previous repair. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the device failed during a procedure. According to the customer, "big wheel" of the device wasn't working. Then, olympus inspected the device at the service department of olympus (B)(4) and found an extra washer that fell from the control body of the device. It is a MDR reportable malfunction. This event was confirmed when the device was assembled. There was no report of patient injury associated with this event.